Event description:
It was reported to philips that the system's wired footswitch was intermittently unable to trigger x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The customer was unable to verify how the procedure was carried out. Philips remote service engineer (rse) contacted the customer and confirmed the issue. After reviewing the log, identified several instances of x-ray not possible. Rse suspect foot switch has microswitch issue. To resolve the problem, the customer installed the wired foot switch and return the part for further analysis, and it was indicating a malfunction related to the cable. Philips initiated a field safety corrective action (z-2587-2023) for the issue. The codes were updated based on the investigation outcome.